Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when doing anastomosis on a laparoscopic colorectal procedure, there was a poor staple formation. It was stated that the surgeins had have experienced air leak leading to oversewing the anastomosis. The procedure was converted to open due to the device problem and in need of diverting ileostomy.